Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned. Root cause of the patient's increasing pain could not be determined, but may be caused by sacro-iliac joint issues per follow-up with the physician. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported a pocket revision/pump repositioning. Patient had reported that their pain was getting worse, and the physician believed that the pain was aggravated by the patient's pump positioning. The cause of the patient's original pain was unknown, but the physician believed that it could have been related to sacro-iliac joint issues.